Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an externalized conductor was noted via fluoroscopy. Patient to be monitored.